Event description:
It was reported that the patient developed tricuspid regurgitation due to the pacing lead. The pacing system was explanted and not replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient developed tricuspid regurgitation due to the pacing lead. The pacing system was explanted and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.